Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys estradiol ii assay on a cobas 6000 e 601 module. The sample initially resulted with an estradiol value of 2564 pg/ml and this value was reported outside of the laboratory. The value was questioned by the doctor, so the original tube was pulled and repeated, resulting as 10.06 pg/ml. An aliquot tube of the sample was also repeated, resulting as 9.63 pg/ml. No adverse events were alleged to have occurred with the patient. The estradiol reagent lot number was 31981601, with an expiration date of 31-mar-2019. The field service engineer inspected the instrument and found no issues. He ran performance testing; there were no errors and the results were good. The customer ran calibration and controls; recovery was within expected ranges. Upon review of the provided calibration data, the calibration signals are ok. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. There was also no indication of an instrument issue based on the control data. Upon review of the alarm trace, no alarms related to the event were observed. The investigation could not identify a product problem. The cause of the event could not be determined.